Event description:
The customer reported a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issue was not resolved. The customer was advised to discontinue using the insulin pump. The customer did not have a backup plan of manual injections, and had to visit the emergency room for treatment. The customer also noticed cracks on the screen and moisture damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response, due to a corroded keypad trace. Unable to confirm the frozen screen due to no button response. Cracks were noted on the liquid crystal display window and reservoir tube. A corroded liquid crystal display board was also noted.